Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's battery was replaced because it wasn't holding a charge. The replacement occurred on (B)(6) 2016. No further complications reported.